Manufacturer narrative:
Optimized ortho launched an investigation into this event. No complaint devices were returned to optimized ortho by the customer. Thus, the device history were investigated which included reviewing ops processes, and any available pre and post operative imaging of the patient. All manufacturing steps of implant positioning and report generation were reviewed. All operations were completed correctly according to the work instructions. No deficiency was found with any of the ops related process. Review of post op images revealed that the surgeon chose to deviate from his validated planning, changing the position and sizing of the implants. This appears to be causing some impingement with the cortical bone on the distal lateral areas of the stem. Based on the available information, the root cause of the pain experienced by the patient is user error and is unrelated to the ops technology as no issue was found with the processing of the ops plan. Therefore the case is now considered closed.

Event description:
Trifit ts femoral stem revision due to pain. Stem and head were removed and replaced.

Manufacturer narrative:
We are currently in the process of retrieving further information to perform investigation. We will provide a follow up report upon completion. This report is filed with the FDA due to an event experienced with a device that is same/similar to those placed on the market in the USA, however, this event occurred outside of the USA. Please note: the submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.